Event description:
The hosp reported that in the last two weeks, at the completion of several coronary artery bypass graft procedures, three heartstring seals didn't unravel completely during the removal process. The seals were removed without damaging the anastomoses. No pt complications were reported by the hosp.